Event description:
The healthcare professional reported that during a vascular stent placement procedure with the target located on the middle cerebral artery, it was observed that the distal end of the 4 mm x 39 mm enterprise®2 stent (encr403912 / 7014935) could not be deployed and could not be retracted smoothly. As a result, the whole system was retracted and a new stent and a new guide catheter, another 6f, 100cm, mpd, xb envoy® guiding catheter (67025800b) were replaced to complete the procedure. There was no report of any patient injury. On 14-oct-2022, additional information was received. The information indicated that the microcatheter used during the procedure was a non-cerenovus microcatheter; it was not necessary to remove and replace the microcatheter. The complaint device was returned for evaluation and analysis. Based on the result of the product analysis completed on 07-nov-2022, the issue associated with the 4 mm x 39 mm enterprise®2 stent has been deemed reportable as a "malfunction."

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. (B)(6). [Conclusion]: the healthcare professional reported that during a vascular stent placement procedure with the target located on the middle cerebral artery, it was observed that the distal end of the 4 mm x 39 mm enterprise®2 stent (encr403912 / 7014935) could not be deployed and could not be retracted smoothly. As a result, the whole system was retracted and a new stent and a new guide catheter, another 6f, 100cm, mpd, xb envoy® guiding catheter (67025800b) were replaced to complete the procedure. There was no report of any patient injury. On 14-oct-2022, additional information was received. The information indicated that the microcatheter used during the procedure was a non-cerenovus microcatheter; it was not necessary to remove and replace the microcatheter. The complaint device was returned for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4 mm x 39 mm enterprise®2 stent was received contained in the decontamination pouch. Visual inspection was performed. It was noted that only the stent component was returned for evaluation. The returned stent component was inspected under microscopic magnification. It was observed that one of the distal ends was folded and kinked. In addition, a dried clot was observed on it. There were no broken struts observed. The other distal end was observed in good condition. The marker bands were noted to be completely flared. The stent detachment was not originally documented in the complaint, and the exact time when this condition occurred cannot be determined; the complaint documented that the envoy guiding catheter and the enterprise stent were removed as a whole system, therefore, it is suspected that the stent detachment occurred during the post-operative handling / inspection of the devices. The complaint history associated with (B)(6) found no additional complaints reported. The complaint history for the enterprise product family found no similar condition (stent folding) on returned devices. The issue documented in the complaint that the stent could not be deployed and retracted could not be evaluated through functional testing since the stent must have been still inside the introducer and attached to the delivery wire to try to replicate the failure. The returned envoy catheter was observed to have multiple kinks; it is possible that force may have inadvertently been applied during the stent advancement or removal in an attempt to pass through these kinks. However, the complaint detailed that no microcatheter was involved in the procedure; it is also possible that the stent expanded inside the envoy guide catheter and jammed as it was being advanced, which would be the most likely explanation for the stent folding and kinking. The issue reported was confirmed, however, there is no indication that the issue reported in the complaint results from a defect inherently related to the device. The instructions for use (IFU) recommends the use of a prowler select plus infusion catheter for stent deployment. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of lot 7014935. The historical record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.